Event description:
On (B)(4) 2013 patient reported experiencing elevated blood glucose level and now his level is 234 mg/dl which is too high. Patient stated this occurs once his insulin cartridge gets below 100 units. Patient's normal blood glucose range is 80-140 mg/dl. Patient reported he has not treated the elevated reading yet but does not need outside treatment. Patient stated he has not received an error message. Had patient disconnect form the infusion set tubing and bolus 5 units of insulin into the air; insulin came out correctly. Verified bolus history. On follow up call on (B)(6) 2013 patient reported his blood glucose level has come back down to normal. Patient stated he anticipates this issue will occur again. Patient reported he self-treated via the infusion device. Patient stated he does not know what is causing the elevated blood glucose readings. Patient reported he does not think the infusion device is delivering insulin correctly. Patient stated he disconnected last night and bolused 5 units of insulin into the air and nothing came out of the tubing. Patient reported he then bolused 10 units of insulin and only a small drop came out. Patient stated he did prime the infusion set tubing when he started using it. Advised patient to switch to backup infusion device. Patient will see his hcp on (B)(6) and will have them help him set up his new pump. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, adapter and infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets specification regarding the customer's allegation. Result pump: the delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the history list. Infusion set: no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record for lot #212419 was verified and found it within specifications. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.